Event description:
The following description of the event was copied from a carefusion customer feedback form submitted by the distributor in the (B)(4) and forwarded to carefusion in (B)(4) via e-mail attachment from carefusion 234 (B)(4) (our EU rep). "The hospital notified [distributors name removed] of the incident on (B)(6) 2013: during the night of (B)(6), on the children's ward, possible injury, air temperature from the humidifier was too high. Please noted that the [distributor's name removed] 24/7 helpline was not used on the night of (B)(6). Brief description of the incident: the setup involved a CPAP system with an f&p 850afu humidifier, serial number (B)(4), with mr225 water tank, type rt124 pt circuit. Supplier: [distributor's name removed]. F&p 850 humidifier switched on, CPAP flow not switched on. Over half an hour later, the temperature shown on the f&p 850 display is 24.8 degree celsius. Pt connected and flow started. The temperature shown on the f&p 850 display "jumps from 25 degree to 43 degree celsius after a few minutes. Humidifier's alarm rings. Hot steam is coming from the pt circuit onto the pt's nose. Possible injury. Humidifier is switched off. New water tank filled with 60cc water. Connected and humidifier is switched back on; humidifier's display showing once more 24 degree celsius. After a while, the temperature "jumps" again to 48 degree celsius. Alarm. Humidifier is switched off. This happens again after half an hour. Treatment with this setup is stopped and the system is taken apart for technical checks by the hospital. [Distributor's name removed] action: as supplier of the infant flow CPAP system and of the humidifier, we offered direct and proactive support to the hospital (visit, interview, a loan system, analysis, reporting, (duration) testing and training) as soon as we were notified last (B)(6). [Distributor's name removed] conclusion: there seems to have an exceptional accumulation of users' errors. These led to the incident. The main error is that the flow valve on the CPAP system was not opened when the humidifier was switched on. Consequently, there was no flow through the water tank during arm-up. This led to hot air touching the pt as soon as the flow was switched on. During (duration) testing, it was established that all equipment and material used, including the CPAP system and the humidifier, were in total compliance with the specs."

Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the MFR. Event codes were derived based on info provided by the foreign distributor. (B)(4). Carefusion has reviewed all of the info that has been provided by medical technology transfer bv the distributor in the netherlands, the carefusion/viasys/eme infant flow ncpap driver operator's manual, the carefusion pn: 12204-102 patient circuit/generator instructions for use, the fisher and paykel mr850 humidifier instructions for use, the fisher and paykel mr225 humidifier chamber instructions for use and the fisher and paykel rt124 patient circuit instructions for use. Based on the review of all the available info, carefusion has determined that the root cause of the reported event was that the user facility's staff did not turn on the infant flow ncpap driver and insure that there was a minimum flow of 1.5 l/min going through the patient circuit prior to turning on the fisher and paykel mr850 humidifier. This allowed the temperature of the air in the patient circuit to be heated to a temperature higher than the recommended maximum of 98.6 degree fahrenheit (37 degree celsius). There was no allegation that any of the devices involved in this event failed to function as intended. The user facility's staff did not follow the setup instructions contained in the infant flow ncpap driver operator's manual, nor pay heed to the warnings, cautions and notes contained int he various manuals and instructions for use for the infant flow ncpap driver, mr850 humidifier, mr225 humidifier chamber and patient circuits. Adherence to these setup instructions, warnings, cautions and notes reduces the risk of injury to the patient.